Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2021-19032. It was reported that patient¿s ipg has not used there system more than 3 years. Patient was not getting effective therapy when it was operable. As a result, surgical intervention was undertaken where in the scs system was explanted.